Event description:
The patient contacted lifescan alleging the their one touch ultra meter was set to the incorrect unit of measurement. The meter was set to " mmol/l", instead of "mg/dl". The patient reported that they ate food and or a beverage prior to visiting the physician's office. No treatment was recieved at the physician's office. The patient neither alleged harm nor experienced injury or medical intervention. The customer care representative verified that the meter was previously set to the correct unit of measurement and the unit of measurement had not been recently changed through the meter settings. Based on the information supplied by the patient, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter, test strips, and control solution were replaced.